Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the balloon catheter was returned. Analysis was performed and no anomalies were found. The analyst noted the syringe was not returned, therefore the condition is unknown. A fresh syringe was used to inflate the balloon. The balloon inflated and deflated normally with no issue found. (B)(4).

Event description:
It was reported that the balloon catheter was taken out for a coronary sinus angiography and inflation of the balloon was tested by the doctor in the aseptic field. The physician expressed resistance during inflation. The physician then pulled the syringe in an attempt to deflate the balloon, however the balloon would not deflate. The balloon catheter was not used and replaced. No patient complications have been reported as a result of this event.